Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint-(B)(4). The regional service center (rsc) service log review revealed a delivery failure due to interprocessor watchdog time out. It was recommended to the distributor to replace the 50018 main board due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was an apparent ipl failure due to main board failure. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to interprocessor watchdog time out during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.